Event description:
It was reported that the green gas dampener was damaged causing the head end legs to retract slowly. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Other: green gas dampener. The customer is likely loosening the lock nut on the green gas dampener causing it to hyper-extend.